Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarms noted. Unable to confirm unexpected battery out limit alarms due to keypad anomaly. Insulin pump had a cracked reservoir tube lip and minor scratches on display window noted during visual inspection.

Event description:
It was reported the insulin pump alarmed button error followed by battery out limit alarm. The keypad was unresponsive. The customer's blood glucose was 150 mg/dl. Nothing further was reported.